Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary diagnostic procedure. Femoral angiogram was not performed. Reportedly, when the device was retracted to retrieve the sutures, no resistance was felt but the sheath (everything distal to the guide wire port) was not attached to the device. The sheath was lost in the common femoral artery. A snare system was deployed from the opposite femoral site and the sheath was snared and removed. Hemostasis was achieved by applying manual arterial compression. No femoral angiogram was taken. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure due to the snaring procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: 0.035 diagnostic j-wire cordis, heparin. Device: failure to follow steps/instructions per proglide instructions for use, perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported sheath detachment was confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar sheath detachment incidents reported for this lot. It was reported that a femoral angiogram was not taken prior to the procedure to verify the location of the puncture site. The proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. Although it was reported that no resistance was encountered during use, analysis of the returned device suggested that excessive downward pressure was applied when introducing the device into the patient anatomy at an angle greater than 45 degrees. Therefore, based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for the guide break is related to the operational context during use and not a product quality deficiency.